Event description:
According to the available information, patient who underwent surgery on (B)(6) 2024, for severe genital prolapse via hysteropexy and indirect rectopexy with double-strand promontory fixation. Following an episode of macroscopic haematuria in (B)(6) 2026, the patient presented with pain when sitting, as well as postcoital metrorrhagia and haematuria associated with pelvic pain. A cystoscopy performed on (B)(6) 2026, revealed erosion of the promontory fixation prosthesis at the bladder level, near the right ureteral orifice. The painful symptoms, as well as the episodes of metrorrhagia and hematuria, led to a diagnosis of erosion of the anterior sling. A decision was made to perform a complete removal of the anterior material while preserving the posterior material, which was carried out on (B)(6) 2026.

Manufacturer narrative:
The device was not returned for evaluation. A photograph of the explanted sling was provided. However, because examination of the photograph or returned sling would not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. Erosion is listed in the instruction for use and/or risk documentation as a possible adverse event (ae). The remainder of alleged aes (hematuria, pain, bleeding) may be cascading symptoms from erosion. The lot number was reviewed for complaint trend, nonconforming report (nc) and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. There were ncs identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the ncs. Complaints reviewed routinely to monitor complaint trends as part of post market surveillance.